Event description:
When the surgeon placed the stapler over the bowel to be resected, he fired and then was unable to release the stapler from the bowel. He had to cut the stapler off, then fired another reload which was fine to rectify situation.